Manufacturer narrative:
A steris service technician inspected the washer following the event and found that one of the water level sensors had hard-water build up preventing the sensor from detecting the washer's water level and subsequently causing the washer's chamber to continuously fill with water. The technician cleaned the sensor, ran a test cycle, and confirmed the washer to be operating properly. The washer was returned to service and no additional issues have been reported. The user facility is responsible for running a weekly cycle to remove hard water deposits from the chamber. The operator manual states (pp.6-2), "remove hard water deposits from interior of chamber using decontam cycle once a week." The operator manual states (pp.6-13), "remove hard water deposits from wash chamber as follows using the decontam cycle. This cycle should be performed before shutdown at the end of each week. Note: depending on hardness of water being used, it may be necessary to remove hard water deposits more often. Remove deposits from wash chamber whenever deposits become visible." The technician reiterated the importance of running the weekly decontam cycle.

Event description:
The user facility reported that water was leaking from their washer. No report of injury.